Event description:
It was reported that a patient with this inflatable penile prosthesis experience the product not working properly. A revision surgery was performed, and it was confirmed by the physician that there was a crack in the reservoir connecting tube, therefore the pump was replaced. There were no patient complications. No further patient complications were reported.

Event description:
It was reported that a patient with this inflatable penile prosthesis ipp experience the product not working properly. A revision surgery was performed, and it was confirmed by the physician that there was a crack in the reservoir connecting tube, therefore the pump was replaced. There were no patient complications. No further patient complications were reported.

Manufacturer narrative:
Correction to field b3: date of event. Correction to field g2: report source. Upon receipt at the quality assurance laboratory, the returned component underwent a comprehensive evaluation. Microscope inspection revealed contamination (bodily fluid) within the ms pump. The tubing had been cut down to the pump block and was not returned for analysis, resulting in the tubing not passing the test. The ms pump passed the leak test. Functional testing was not performed. The allegation of a hole or perforation in the tubing could not be confirmed, as the tubing was not returned for analysis. Additionally, the ms pump exhibited contamination and could not be functionally tested. Based on the available information, a conclusion code of cause not established was assigned to this investigation.